Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A singular x-ray image was provided for review. It is noted the patient has had bi-lateral hip replacement. This report involves the left hip. The femoral head is well centered within the cup/liner construct. It is not possible to confirm any material wear using the singular image. Nothing indicative of a product problem identified. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Event description:
Medical records were received: the medical records contained some spinal procedures, not relevant to depuy synthes products. The records did indicate, that a revision for polywear was performed on (B)(6) 2017. Scarring, pseudocapsule, and mild granulation tissue were identified upon entry. The polywear was confirmed, intraoperatively as well.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, it was indicated that patient had a left hip tha and was revised due to polyethylene wear status post remote left thr. X-ray evidence of some poly wear which was confirmed at the time of operation. There was some mild granulation tissue associated with poly wear and chronic synovitis. Exchanged of liner and head. Clinic visits reported of clicking, pain, small effusion, synovial thickening, bursitis, stiffness, laxity on left hip, discomfort with certain movements and heterotopic ossification. Doi: (B)(6) 1998, dor: (B)(6) 2017 , left hip.